Manufacturer narrative:
Additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port isp implantable port attached to a groshong catheter in two segments was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete circumferential break was noted on the distal end of the attached catheter and on the proximal end of the distal catheter segment. The distal catheter segment was returned. The edges of the complete circumferential break on the distal end of the attached catheter were noted to be jagged and the surface was noted to be round and smooth one region and with what appeared to be striations was noted on the other region. Therefore the investigation is confirmed for the reported fracture and fluid leak issues. However the investigation is unconfirmed for the reported material separation issue as only half of the break surface was noted to be round and the other half was noted to have striations which is an indication of a partial break. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement via internal jugular vein, the catheter was allegedly ruptured. It was further reported that the subcutaneous leak was allegedly found and the remaining catheter was collected and removed upon fluoroscopy. Reportedly, the patient allegedly had piriformis tear. The current status of the patient is unknown.

Event description:
It was reported that during a port placement procedure, the catheter was allegedly ruptured. It was further reported that the subcutaneous leak was allegedly found. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of sample is pending. The investigation of the reported event is currently underway. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.